Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, the customer felt that approximately 100 units of insulin were being wasted. During troubleshooting with tandem technical support, the customer reported that the cartridge had been filled with 295 units, and at the time of the reported event, displayed 125 units. Review of the pump data logs by tandem technical support showed that the fill estimate value was accurate based on the amount of insulin delivered since the cartridge had been loaded. However, the customer maintained that the fill estimate was inaccurate. There was no reported impact to the customer's blood glucose level. Reportedly, the customer will continue using the pump for insulin therapy.